Manufacturer narrative:
The clinic is reporting this adverse event only for information purposes and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented a post op examination approximately 5 months following a prk (photorefractive keratectomy) enhancement in both eyes with dense central corneal haze in both eyes. The patient's visual acuity was 20/400 right eye and 20/60 in the left eye. The patient was started on pred forte four times a day and fitted with ultraviolet sunglasses and referred to a specialist for further treatment. The corneal specialist treated the patient with a ptk (phototherapeutic keratectomy) treatment for the corneal haze. The patient's post treatment visual acuity was reported as being 20/30.